Event description:
An additional defect was observed during the evaluation of a sample returned by the customer for another event. Upon visual inspection of the minivolume extension set 74"l with luer locks, a small "cylindrical plastic particle in the male luer shaft approx. 1/16 of an inch in length" was noted. This condition was not reported by the customer. There was no patient involvement; there was no patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Additional information: a batch review was conducted; there was a change of components that was implemented in this lot. However, there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was received for evaluation. Upon visual inspection, a small cylindrical plastic particle in the male luer shaft approximately 1/16 of an inch was observed. The reported condition was confirmed. The root cause was not determined.